Event description:
It was reported that a pixel issue occurred on the pump display, affecting the customer's ability to interact with the pump and read the screen. There was no reported adverse impact to the customer's blood glucose level. The customer utilized an insulin pen as a backup, and technical support arranged a pump replacement under warranty.